Event description:
--

Event description:
Boston scientific received information that during a follow up low out of range pacing impedances were noted, it was suspected that this lead had an insulation fracture. A review of the device memory showed noise episodes which were oversensed. A replacement of this lead was scheduled. No adverse patient effects were reported.

Manufacturer narrative:
Additional information provided noted that the whole system was explanted and will not be returned. Should additional information become available this investigation will be updated.

Manufacturer narrative:
Should additional information become available this investigation will be updated.